Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set with duo-vent spike had ¿been melted or cut when sealed in the packaging.¿ this was noted prior to patient use. There was no patient involvement. No additional information is available.